Event description:
It was reported the device reached eri (elective replacement indicators) after only 8 months. The patient had 148 shocks over the course of 4 days two months previous, along with 34 aborted shocks. Review of device data determined the rapid depletion was considered normal, due to the multiple device charges, which contribute to the battery drain. Review of manufacturer's database revealed the patient had died. Follow up with clinic nurse reported that at the last device check in 2007, the device was at eri. The patient was being treated with a left ventricular assist device, and was to have a device change at another hospital. The cause of death was requested, but the clinic had no further information. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched, and not received. It is not known if the device was explanted post-mortem.